Event description:
Customer reported a pt sample containing anti-k did not react with 0.8% surgiscreen lot vss101 during verification testing. Sample reacted 1+ with 0.8% selectogen lot 8s762. No death or serious injury was associated with this incident.